Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Insulin pump had hardware low level failures alarm and software error detected pump error alarm. It was reported that insulin pump also had a battery failed alarm. Customer was unable to clear the alarm. It was reported that time was not visible at the top of the home screen. It was reported that customer already tried replacing the batteries but insulin pump still frozen in same way. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.